Event description:
It was reported the pt¿s ipg was taking longer to be recharged than usual. The pt also reported the ipg was heating up while recharging. A replacement charging system was sent to the pt which resolved all the issues.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.